Event description:
Consumer reported complaint for the true metrix meter being "stuck in the memory" when trying to perform a blood test and for hi blood glucose test results; customer had performed a blood test prior to the call and had obtained a result of hi. The customer does not know her expected blood glucose test result range. The customer reported symptoms of dizziness and feeling tired. Medical attention was not needed at the time of the call. Customer stated that when this happens she needs to take her insulin. Customer stated that she generally does have issues with high blood glucose. Customer stated that if her blood glucose does not improve after taking insulin she would contact her doctor. During the call, a back to back blood test was not performed by the customer. The customer no longer had the vial of test strips and was unable to provide lot information. Customer stated she takes the test strips out of the vial and stores them in a small case; customer did not have any more test strips available. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting nurse due to symptoms related to diabetes and meter results. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on 18-oct-2023 to ensure that the customer's condition had improved - able to establish contact with customer who stated she was feeling well and did not currently have any symptoms related to diabetes. Customer stated she had contacted her nurse on (B)(6) 2023; customer stated she did not go to the doctor. Customer had been advised to increase the dosage of novolog/insulin. Customer declined a replacement.